Event description:
The biomedical engineer (bme) reported that the nibp on the ay input unit for the bedside monitor (bsm) was malfunctioning. The nibp cuff was pumped up but would not deflate. The issue was found at set up. No patient harm reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019, customer at (B)(6) med center reported the input box (ay-653p-a0 sn: (B)(6) ) would pump up but not deflate the cuff. Investigation conclusion: the root cause of the nibp air leak is determined to be failure of the nibp pump #532149b due to blockage and cracking diaphragm. The recommended action under irc-nka300083020 was to replace the pump. The overall risk, as determined from the product of probability (likely) and severity (insignificant), is determined to be medium. Pump functionality is a regular inspection item and the part is replaceable. Review of ay-653p nibp pump #532149b replacements by year suggests a decreasing trend of pump failures since 2016. No CAPA is required. Additional device information: d11 & c2 concomitant medical device. The following device was used in conjunction with the main bsm unit and was the unit that failed: ay-653p sn (B)(6) input unit: the UDI no: (B)(4). Manufactured date: 08/09/2013. Age of the device: 76 months. Returned to nk: 01/20/2020. This is new information for the follow up 001.

Manufacturer narrative:
The biomedical engineer (bme) reported that the nibp on the ay input unit for the bedside monitor (bsm) was malfunctioning. The nibp cuff was pumped up but would not deflate. The customer tried the cable and cuff on other known working units and the they work fine. Issue follows this ay input unit. The main bsm was not returned, and the ay-653p input unit has not been returned yet. This issue was found at set up and no patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available. Concomitant medical device. The following device was used in conjunction with the main bsm unit and was the unit that failed: ay-653p sn (B)(4) input unit: the UDI no: (B)(4), manufactured date: 08/09/2013, age of the device: 76 months, returned to nk: no.

Event description:
The biomedical engineer (bme) reported that the nibp on the ay input unit for the bedside monitor (bsm) was malfunctioning. The nibp cuff was pumped up but would not deflate. The issue was found at set up. No patient harm reported.